Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient's hip dislocating multiple times following a washout for an infection. The surgeon replaced the poly and head in this case.